Event description:
During a laminectomy procedure, a small piece of the tip was missing. The piece was identified on x-ray and removed w/o further complication.

Manufacturer narrative:
A patient was undergoing a lumbar laminectomy. At the beginning of the procedure the surgeon noticed that a small piece of the tip was missing. The piece was identified via x-ray and the surgeon removed the piece without trauma to the area. We have had no other similar complaints for this device and a root cause has not been decomtaminated so that it can be evaluated. This device is manufactured for us by bovie medical. It will be sent to bovie for further review and investigation. When we receive the investigation results, a follow up report will be filed.